Event description:
The device was serviced by baxter. During service testing, a failure code 570 was found. According to the hosp rep, no pt injury or need for medical intervention had been reported. No additional contact or info was available.